Manufacturer narrative:
The insulin pump was received stuck in a48 alarm loop after battery installation; the problem isolated to the mother board. Unable to perform any test or verify a34 alarms or motor error alarms due to a48 alarms. The motor was tested outside the device and passed. The insulin pump has cracked case at the display window corners, cracked reservoir tube, cracked battery tube thread and with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was a motor error alarm. The blood glucose reading is unknown. The insulin pump will be replaced.